Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls (qc) were acceptable. During a review of images from the foam detection camera captured by the field service engineer (fse), there were air bubbles present on the sample during the initial run which caused a pipetting issue. When the samples were repeated, the air bubbles were not present. Since calibration and qc were acceptable, a general reagent issue can most likely be excluded. The most likely root cause of the low results was the mis-pipetting caused by the air bubbles that were present on the sample upon initial testing.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas e 801 module. It is not known if the erroneous results were reported outside of the laboratory. The initial ft4 ii result was 0.91 pmol/l. The initial tsh result was 0.03 miu/l. On (B)(6) 2017 the same sample tube was repeated on the e801 module and the ft4 ii result was 20.3 pmol/l and the tsh result was 3.4 miu/l. The customer has repeated several other patient samples that were tested prior to this event and after this event and all the results repeated well. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 22515900. The tsh reagent lot number was 22638700. The expiration dates were requested but were not provided.